Manufacturer narrative:
Result: can cable connector bent pins.

Event description:
It was reported by service report that the footboard was not functioning. No pt involvement or adverse consequences were reported.